Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. No customer product was received for further investigation. The investigation did not identify a product problem.  The cause of the event could not be determined.  Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek xs plus meter serial number (B)(4). Only data for one patient was provided. The result from the meter was 4.8 inr. The result from a laboratory using an unknown method was 3.6 inr. There was no allegation of an adverse event.